Event description:
Information was received indicating that a smiths medical cadd ms3 pump cartridge being used with the pump alarmed for blockage. The patient could not find any kinks in the tubing, so she decided to replace it. While replacing the tubing, the pump alarmed that the cartridge needed to be changed and the patient accidentally spilled some of her medication. The patient had a backup device to switch to, but she did not need it and she was able to complete the infusion. There was no patient injury.